Event description:
It was reported that prior to transcatheter aortic-valve implantation (tavi) procedure through a 18f sized sheath, pre-close placement of the sutures in the right common femoral artery were attempted using two prostar xl devices. Reportedly, during suture deployment of the first device, the needles did not exit from the hub. The needles were backed down into the prostar xl sheath, as designed and the device was removed over a guide wire. A second prostar xl device was attempted; however, during needles deployment, the needles lacerated the vessel wall. The device was removed and after completion of the tavi procedure, the vessel breach was surgically repaired and hemostasis was achieved with surgical closure. The physician indicated that the procedure had a clinically significant delay of approximately 1 hour. The physician was reported to be trained in the use of the prostar xl device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second prostar xl device is being filed under separate manufacturer report number. The device was not returned for investigation; therefore, it was not possible to perform a thorough analysis on the product or determine what contributing factors might have caused the reported discrepancy. A review of the finished product lot history record (lhr) did not reveal any manufacturing related nonconforming material records (ncmrs) associated with this lot. In addition, a query of the complaint handling database was performed and there has been no other incident reported for this lot. A specific mode of device failure was not reported in this case. Contributing factors to the needle(s) not emerging may be a manufacturing anomaly, user technique, operational context, anatomical conditions, or performing the steps to deploy the device out of sequence. As for other possible causes, the information provided by the customer is limited and does not allow for assigning a probable cause to the experienced event. This type of reported event will continue to be monitored. To help assure that all products perform according to specifications they are subject to a 100% inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency.